Event description:
It was alleged that a patient overshot the target temperature while using an altrix. No adverse effects to the patient were reported as a result of the alleged event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a patient overshot the target temperature while using an altrix. No adverse effects to the patient were reported as a result of the alleged event.

Manufacturer narrative:
The device met specifications at the time of evaluation as the device was confirmed to be functioning properly.

Event description:
It was alleged that a patient overshot the target temperature while using an altrix. No adverse effects to the patient were reported as a result of the alleged event.